Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this right ventricular (rv) lead thinks that the leads are moving around. Health care professional (hcp) is following up with patient. To date, this device remains in service. No adverse patient effects were reported.